Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, the patient experienced abdominal pain and frequent urination. The bg reading was 525 mg/dl and the cgm reading was low. The patient was treated by the parents with water and injected insulin 3.5 units via novo rapid pen. The pump was set in manual mode, since it was adjusting insulin doses based on dexcom cgm values. The patient was taken to the hospital and hospitalized that day. After 1 hour of initial insulin injection and after 2 hours the bg decreased to 450 mg/dl and doctor injected 4 more insulin units with novo rapid pen. After treatment, the patient recovered. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, the patient experienced abdominal pain and frequent urination. The bg reading was 525 mg/dl and the cgm reading was low. The patient was treated by the parents with water and injected insulin 3.5 units via novo rapid pen. The pump was set in manual mode, since it was adjusting insulin doses based on dexcom cgm values. The patient was taken to the hospital by their mother and hospitalized that day. After 1 hour of initial insulin injection and after 2 hours the bg decreased to 450 mg/dl and doctor injected 4 more insulin units with novo rapid pen. After treatment, the patient recovered. The patient was discharged on (B)(6) 2025. At the time of the report, the patient was in good condition. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).